Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7288, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2006. A 555453, implantable pacing lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that during a generator change procedure it was noticed that the right ventricular (rv) lead was fractured. The lead had no capture at high outputs and had high impedance. It was noted that there was no insulation on part of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.